Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the buttons did not respond properly. The blood glucose reading was 122 mg/dl. The customer did not recall any significant event leading to the issue. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.